Event description:
The patient¿s legal guardian reported an abscess formed on the patient¿s leg while wearing the pod for between 49 and 71 hours. On february 23 after the site became red, hard, and inflamed; the patient had a fever, severe pain and went directly to the emergency department at the children¿s clinic in (B)(6), where surgical treatment under general anesthesia was performed (opening and flushing) and antibiotics were prescribed. The hospital stay lasted from february 23 to february 25, with a further visit from saturday to sunday for the operation/observation. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.